Manufacturer narrative:
A check of the batch production record could not be performed because a valid lot number was not reported. The expiration date could not be determined. A check of the complaint records could not be performed because a valid lot number was not provided. A check of confirmed complaints showed no complaints since the beginning of 2016. The sample was not returned. Testing could not be performed. Based upon the information obtained, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. (B)(6). Clinical characteristics of patients with intraocular lens calcification after pars plana vitrectomy. Diagnostics 2023, 13, 1943. The manufacturer internal reference number is: (B)(4).

Event description:
A literature file stated patient had a intraocular opacification, visual impairment which required the surgical intervention with secondary intraocular implantation after using the ophthalmic gas. Current condition of patient was unknown.